Event description:
Clinical study. Same case as 6000089-2006-01884. It was reported that more than 3 years after a coronary drug eluting stenting treatment procedure the patient required a target vessel reintervention (tvr). The lesion being treated in the index procedure was a 2.5mm, 90% stenosed, 12mm long portion of the ramus. The physician treated the lesion with predilatation and successful placement of a express2 2.5 x 16mm study stent and post-dilatation. A second 2.5 x16mm study stent was deployed proximal to the first study stent with significant overlap. Residual stenosis was 0%. A non-target lesion located in the distal right coronary artery (dist rca) was treated with a commercial stent. In 2005, the patient was admitted to the hospital with accelerating angina and received two stents. The physician noted it was unk if the serious adverse event was related to the device. The event outcome was reported as resolved. No further information about the event is available at this time.

Manufacturer narrative:
The stent remains in the patient and the delivery device has been disposed, therefore, no direct product analysis will be available. The shopfloor paperwork for this batch shows that the product met its specifications. As no device was received for analysis, it is not possible to determine the root cause of the difficulties experienced with this complaint incident.